Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2015 and topical skin adhesive was used. During the procedure, the glass ampule of topical skin adhesive cracked and the glass piece came out. There was no adverse patient consequence reported. Additional information has been requested.

Manufacturer narrative:
Date sent to the FDA: (B)(6) 2016. (B)(4). The actual device involved in this event was returned for evaluation. Visual evaluation revealed a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. These piercings coincided in position.